Event description:
It was reported that at 368,803 joules while using the surgical fiber during a prostate procedure, the fiber overheated and the laser system reverted to standby mode. Time expended: 47:26 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the metal cap adhesion location exhibits burnt glue; the bevel edge at the output window has shifted forward; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.